Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the phenomenon was caused by mishandling by the customer due to deviation from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the visera cysto-nephro videoscope was not reprocessed properly. The cap was not on the scope and damaged the distal end. The issue was found during reprocessing and there were no reports of patient harm.